Event description:
Pt called in to report her cadd legacy was alarming. It stated 'no disposable, pump won't run' we attempted troubleshoot. Then it alarmed 'low battery'. She changed batteries and it alarmed 'no disposable' again. Troubleshoot unsuccessful pt switched to back up pump. Replacement pump will be sent and pt to return malfunctioning pump. Sn of malfunction pump is (B)(4). Product fault occurred while pt was using pump but unk if it caused clinical injury. No other info provided. Physician fax number not available. Dose or amount: 50ng/kg/min; frequency: continuous; route: IV. Date of use: (B)(6) 2013 to current.